Manufacturer narrative:
The event device is anticipated to be returned. A follow-up report will be submitted upon completion of the investigation. This report is to follow-up medwatch report # (B)(4).

Event description:
Procedure performed: "laparoscopic right colectomy". Event description: medwatch report # (B)(4). "Incision made by surgical and trocar put in place, when surgeon went to blow up balloon, trocar pulled out of incision. Surgeon checked trocar balloon and it would not stay inflated. Trocar removed from surgical field." Additional information was received via email from project coordinator, on wednesday (B)(6) 2018 at 11:48 am. It is unknown if any devices were being used simultaneously at the time of the incident. The surgeon removed the trocar from the sterile field. There was no patient injury. It is unknown if there was any visible damage to the balloon. It is unknown if there were scratches on the shaft of the trocar. It is unknown if there was damage to the check valve. It is unknown if metal retractors were used. It is unknown if the balloon burst. It is unknown if there was balloon leakage. It is unknown if any sharp instrumentation came in contact with the balloon. Type of intervention: the surgeon removed the trocar from the sterile field. Patient status: there was no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant's experience of the balloon not inflating. Scratches were observed on the distal and proximal end of the tubing. Based on the condition of the returned unit and the description of the event, it is likely that the reported event occurred when the balloon made contact with an instrument that was used during the procedure. The instructions for use (IFU) states, "do not allow sharp instruments or objects to come into contact with balloon. Use caution around metal clamps, staple lines and during secondary port placement." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow-up medwatch report # (B)(4).